Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of e-3 error message. Error message appears after blood applied to strip. Customer states the strips are stored in the kitchen. Verified the customer is using the proper testing technique. Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood glucose test result is 93mg/dl-112mg/dl fasting. Verified the strips expire 5/31/2018. Customer confirms the strips were first opened 1/1/2016. Customer attempted a test and obtained an "lo" result. Reviewed meter memory: (B)(6). Memory concerns:lo. While in retrieving the memory the customer had received multiple lo results. Time and date is not set in the meter.